Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient rep reported starting probably about 3 months ago or more patient has had return of symptoms, not getting the relief they once had, their frequency is about every 15 minutes. Patient rep requested equipment assistance . Reviewed using the external equipment which was working as expected during the call but patient rep was not with the patient at the time of the call. Patient rep said they wanted to use the equipment to check the settings or to bump it up, ( like they have done in the past). Reviewed some device therapy information, redirected to their hcp to further address the issue. Redirected to call back if they need further assistance. The patient's relevant medical history included the patient rep reported patient has a heart condition, they have been prescribed lots of diuretics for 5 years. Patient rep said patient was just in the hospital at mayo last week for some kind of test or procedure, they had an electrocardiogram and they said it was messing up their signal and they know the patient has a bladder stimulator and it was turned on and it was working and that was on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.